Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit, observed and noticed that the catheter port had blood on the connector. While troubleshooting the iabp, the pneumatic module assembly (pim) was in need of replacement due to an ingress of blood in the module. The fse replaced the pim module, tested the iabp. And performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that when the cardiosave intra-aortic balloon pump (iabp) would power up the iabp displayed an auto fill failure. There was no patient involvement, and no adverse event reported.